Event description:
It was reported that the patient with this pacemaker experienced dizziness and skipped beats. The patient was concerned if the device was functioning properly. Technical services (ts) suspected oversensing of electromagnetic interference (emi) and recommended physician follow-up. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.